Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the endowrist 30 curved-tip stapler instrument associated with this complaint. Failure analysis confirmed the reported event. Per error log the emergency stop button was pressed after this error and a grip release tool was used. The instrument was placed on system with a brand new reload. No initialization failures or errors/faults occurred during in-house testing. Clamp and fire test passed. The instrument was able to unclamp without any errors. Common causes may be either device design-related or use-related. Regarding device design, permanent or temporary seizing of the mechanical clamp/unclamp interface where the torque required to unclamp exceeds pre-established limits can result. Regarding use, improper reprocessing may increase both the galling of the clamp cam and damage to the clamping components of the instrument. Additionally, the instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The housing was removed and the grip cable was found to be loose at the clamping pulley. Intuitive surgical inc. Received the endowrist sheath associated with this complaint. Upon failure analysis, no tears or damage observed, other than normal wear and usage of the sheath. Intuitive surgical inc. Received the white endowirst reload associated with this complaint. It was an unfired reload. No physical damage was observed with the reload. No pushers of the staples were found at the bed surface the cartridge. The reload knife was still concealed at the proximal end of the cartridge. Endowrist 30 curved tip stapler instrument logs show (part number 470530-08), (lot number t10230202-0008), was installed on the system 6x and fired 2 reloads (2 white). On install 1, no clamping or firing was attempted. On installs 2 and 3, the first clamp was successful, and the firing was completed. On install 4, all 6 clamp attempts were incomplete, with completion percentages ranging from ~21% to ~52%. Clamp hold times were 6, 12, 5, 10, 20, and 3 seconds, respectively. The instrument was successfully unclamped following each clamp event. On install 5, the system did not detect a stapler cartridge within the jaws. Error code 1164 can be seen in the logs, correlating with the time of install. The user removed and re-installed the stapler a 6th time, this time manually selecting the white reload surgeon side console touchpad. The first clamp attempt was incomplete, stopping at ~46% completion, after a clamp hold time of 7 seconds. The subsequent unclamp failed per the logs, at ~63% completion. Logs show error code 22030 for the unclamping failure. ~3 minutes after the unclamping failure, logs show error code 256, indicating that the emergency stop button was pressed by the user at ssc1. ~30 seconds later, the grip release tool was detected on the instrument by the system. The instrument was then removed and not used again in the procedure. There were no additional errors relevant to this stapler in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 30 curved-tip stapler instrument had repetitive error messages and would not staple. The surgeon was attempting to staple across the pulmonary artery (pa) when the error message of "partial fire" occurred. The surgeon then unclamped the stapler and repositioned several times ensuring there were no staples or extra tissues within the jaws, but a error message continued to show a less than 50% fire. The stapler was then undocked and the reload was changed and then reinserted back into the same universal surgical manipulator (usm) 4. The surgeon then positioned the new reload on the pa, and clamped when a fault occurred. The stapler stayed clamped onto the pa and was unable to unclamp. Intuitive's technical support engineer was called to walk through the staff through the process of pressing the emergency stop button and using the instrument release key (irk), which was successful. The pa was bruised due to the multiple clamps, no bleeding occurred. It is unknown if there was any intervention addressed the pa bruising. A sureform 45 stapler instrument with a white reload was opened and used for the remainder of the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.